Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the left posterior communicating artery. The max diameter was 7mm, and the neck diameter was 4mm. The patient's vessel tortuosity was moderate. The landing zone was 4mm distal and 4.76mm proximal. Dual antiplatelet treatment was administered, and the pru level was 150. It was reported that the middle part started to open, but the distal end could not be opened even after receiving the device 4 times. The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure were said to be great. It was noted that the devices were not prepared according to the instructions for use (IFU) as they flipped the flaps prior to the procedure on the back table knowing it was 5dm.

Event description:
Additional information received reported that the cause of the event was not determined.

Manufacturer narrative:
H3: the pipeline flex with shield braid was returned for analysis. There was no pushwire returned with the device. The proximal end of the pipeline flex with shield braid was found fully opened and moderately frayed. However, the distal end of pipeline flex with shield not opened due to damaged braid. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as the distal end of pipeline flex with shield not opened due to damaged braid. The damage to the braid on the ends of the pipeline flex with shield is likely the results of the physician re-sheathing the device more than recommended two times. It is likely that the patient tortuous anatomy may have contributed to the failure to open issue. It was reported that the patient's vessel tortuosity was moderate and the pipeline was resheathed more than 2 times. There was no non-conformance to specifications identified that led to the failure to open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.